Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was bleeding. Blood glucose level at the time of the incident was 87 mg/dl. The customer reported that the device may have been dropped. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.